Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was diagnosed with coagulase negative staphylococcus peritonitis after patient's effluent was cloudy. He was treated with vancomycin and gentamicin and not hospitalized. On (B)(6) 2014, patient had a cloudy effluent at home and went into the clinic on (B)(6) 2014 with intense abdominal pain. The nurse called in on (B)(6) 2014 (pir(B)(4)) to report the incident. He stated that patient was diagnosed with repeat peritonitis due to failure to take the antibiotics as instructed and therefore the peritonitis continued. The nurse stated that the patient is not reliable. Sample is not available; sample has been discarded.